Manufacturer narrative:
(B)(4). Batch # p92c8v. Additional information was requested and the following was obtained: what was the specific issue that occurred with the device? When the device was fully fired, plastic to plastic, the clips were ejecting as well as scissoring and not forming properly upon release of the trigger. It was unknown which firings this happened on. The customer was unsure of which exact lot this device was, but two lots that it could have been are p4rj6p or n4lv7v. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 15 clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an alleged issue occurred with the device details unknown. There were no patient consequences reported. It is unknown how case was completed.